Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. OEM manufacture: the manufacturing location for this product is atom. This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a sp set leaked from the punctured point of the infusion bag.

Event description:
It was reported that a sp set leaked from the punctured point of the infusion bag.

Manufacturer narrative:
Investigation summary: supplier confirmed the appearance of our product and infusion bag, and no abnormality such as breakage or poor moldability was found. When pouring our actual product into another infusion bag, leakage was not observed. Supplier received an infusion bag, disassembled the rubber stopper part of the actual product and confirmed the surface. A puncture trace was found in a total of 4 places in each of three circles and the rubber stopper. After checking the back of the rubber stopper, two large through holes that were thought to be due to spike puncture and two to four small through holes that seem to be for mixed injection were recognized. It was presumed that this event is not derived from our product but due to the characteristics of the rubber stopper of the infusion container. A guidance message has been issued from the otsuka pharmaceutical factory co., ltd. If a needle hole or the like at the time of mixed injection is present near the position where the spike is stabbed, it will open due to compression strain and lead to liquid leakage. A DHR review could not be carried out as the lot number is unknown.